Event description:
It was reported that an arteriovenous fistula occurred in a patient that had a cryo ablation procedure which extended the hospital stay fifteen days. The patient was a participant of the (B)(6) clinical study. No further patient complications have been reported as a result of this event.